Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages with multiple cartridges. The customer's blood glucose level was 250 mg/dl and it was addressed with a correction bolus. The customer was able to load a cartridge successfully and resume insulin delivery.